Event description:
It was reported that during routine follow up, it was noted that this implantable cardioverter defibrillator (ICD) recorded an episode that shows ventricular fibrillation (vf) and undersensing. Reportedly, the shock therapy from this device was delayed 33 seconds due to fail to reconfirm after charging. In addition, the patient's arrhythmia was converted only after the second shock delivered by this device. Reprogramming options were requested to technical services (ts). The ICD system remains in service. No additional adverse patient effects. Upon ts review, it was noted that the ICD failed to meet the criteria to deliver therapy, so it would restart the detection window. It was also noted that there was some functional undersensing due to high/low amplitude and the automatic gain control (agc) did not have the time to sufficiently decrease and therefore missed several beats. Then, the device entered re-detection and delivered the shock that converted the arrhythmia, and the patient re-entered vf that was appropriately detected, delivered a shock and converted the arrhythmia. The ICD system remains in service. No additional adverse patient effects.